Event description:
When catheter was plugged into barrx generator it gave error code "c51-reconnect or discard catheter." Catheter was unplugged and reconnected three times with same error code resulting. Same lot as previous error code from event on (B)(6) 2022. FDA safety report ID# (B)(4).